Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after several reboots, there was no communication with the navigation system was possible. Troubleshooting were performed and reinstalled. There was no patient present when this issue was identified. No additional information was provided.